Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose rose to 350 mg/dl at dinner, despite giving himself a bolus. Customer stated that when he went to change the infusion set, he noticed blood in the cannula. No troubleshooting was done for this issue. Nothing further was reported.